Event description:
A consumer reported that a pt experienced hypoglycemia while using a one touch meter. Pt started using ot meter 2 days prior to event date. On event date morning, pt blood glucose was 539mg/dl on ot meter and received 20u of insulin. At 06:30pm, pt became semi-conscious. Paramedics were called and found pt's blood glucose 18mg/dl on their meter. Pt was transferred to hosp where pt was admitted for hypoglycemia.